Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with no information. Information identified in the manufacture¿s database indicated the patient died approximately 7 months post implant of the ipg system, approximately 3.5 years ago.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The devices associated with this adverse outcome were returned from a funeral home with no information. The patient died greater than three years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).